Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Pulled apart when removing- tampon [device breakage]. Case narrative: consumer reported via rr that the tampon pulled apart when removing. No serious injury was reported.